Event description:
Customer claims that the alarm does not power on. The batteries were replaced and the results remain the same. There is no visible damage on the outside of the alarm. The battery door closes properly. There was no pt incident or injury reported. Eval for the returned product shows the alarm does power on, but there is no alarm tone.

Manufacturer narrative:
(B)(4). Results: eval for the returned product shows that when tested with new batteries, the alarm powered on, but there's no alarm tone. The fail safe, tone selector, and the low battery indicator features do not work. The unit battery door is missing. The alarm case has no visible damage. (B)(4).